Manufacturer narrative:
The patient will be monitored and no intervention has been scheduled at this time. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that loss of capture, increase in thresholds, and phrenic nerve stimulation was noted on the right ventricular channel. A micro dislodgment of the right ventricular (rv) lead was suspected. No adverse patient effects were reported.